Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the CT box has no sound. A philips field service engineer (fse) confirmed that the communication failed and as a result, the patient could not be heard from the CT box. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.

Manufacturer narrative:
The customer reported that the CT box has no sound. A philips field service engineer (fse) confirmed that the communication failed and as a result, the patient could not be heard from the CT box. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. A philips fse was dispatched to the site for corrective maintenance. The fse arrived at the customer site and evaluated the CT system. The fse determined that patient communication was failing as a result of a failed microphone communication system. The mems microphone board was replaced and the malfunction was resolved. There was no report of harm to a patient, operator, or bystander as a result of this event. The system is in clinical use.